Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. Investigation revealed a crack in the battery compartment and a dim and discolored display. Unrelated to these issues, the audio bolus button cover was missing, therefore, the button could not be tested. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a crack in the battery compartment and a dim and discolored display.